Event description:
It was reported that during an implant procedure, the doctor was unable to fix an implantable lead onto a patient. After several attempts, the doctor exchanged the lead with a new one and it was successfully fixed. The patient was stable post operation.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.